Manufacturer narrative:
(B)(4). Exact occurrence date is not known; however the reporter stated that it happened approximately three weeks before the reported date. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. A visual inspection identified particulate matter on the spike. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type solution administration set had particulate matter on the tip of the spike. This was discovered after removal of the plastic cap from the end of the set. There was no patient involvement. No additional information is available.